Event description:
It was reported that during the rt 1st tmt fusion procedure: surgeon was contouring the plate. The surgeon had engaged the bending pliers appropriately on each side of the plate and had started to put some force on them to bend the plate when a loud snap was heard and the tip of one of the benders broke off. This fragment was not near the pt or in the surgical wound. It was placed in a sterile specimen cup and removed from the field. The broken bending plier was not used again during the case. Surgery was completed successfully with no extra time.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no irregularities. Visual inspection revealed the tip of the device broke off, the instrument corresponds to drawings and processes at the time of MFR. The hardness was found to be good at 53.7 hrc. Conclusion: too much force was applied to the tip of the instrument causing it to break.